Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the scs ipg as recommended. Consequently, the patient's ipg was inoperable. Follow up identified the physician replaced the patient's scs ipg with a new one. Stimulation therapy was reportedly restored postoperatively.